Event description:
It was reported that t:slim x2 pump battery would not charge and pump showed power source alert. There was no reported impact to the customer¿s blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.